Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, main circuit board (cpu) that was shorted out, was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication, livanova learned that control panel went off and not the pump. Therefore, based on the information received since the event was related to a display issue only and pump did not stop, it is not likely to result in patient death or serious injury and the event has been re-assessed as not reportable. In addition, following complaint database review, it was found that this event is a duplicate of a previous one (not reportable). Then, this complaint will be voided.

Event description:
Livanova deutschland received a report that a scp control panel turned off by itself during procedure. No additional information is available. It cannot be excluded that also pump stopped. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in miami, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.